Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that battery longevity was short. Caller reported that insulin pump began to smoke and battery was changed. Caller reported that after battery was changed, insulin pump was blank. Caller reported that insulin pump received a bad battery alarm, battery out limit alarm and a failed battery test alarm. Customer's blood glucose was 148 mg/dl. After troubleshooting, caller was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with corroded battery tube and stripped battery cap coin slot however, the insulin pump passed functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery test, battery out limit, weak battery or low battery alarm noted. The insulin pump was set current time date and monitor for several days with no time clock anomaly noted. No smoke, burn or damage was found inside the insulin pump noted. The insulin pump had cracked case at the display window corner, battery tube threads and minor scratched display window.